Event description:
A review of service data has detected a reportable event. Upon receipt, monitor sn (B)(4) was unable to power up. The last pt to use this monitor did not report any deficiencies.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. As received, the monitor would not power on due to corrupt software. The root cause of the corrupt software cannot be positively identified. However, once reprogrammed, the monitor was fully functional and able to detect and treat. No adverse event resulted from the defective monitor. The last patient to use this monitor did not report any problems.